Manufacturer narrative:
(B)(4). Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that the health care provider had already received guidelines and they were ¿puzzled¿ because they didn¿t¿ see the patient¿s model number listed on the first page that says, ¿overview of MRI guidelines for scs.¿ the health care provider did see the model number listed on (B)(6), but then still wasn¿t sure what type of scans the patient was eligible for. The information was reviewed. There were no patient symptoms or complications reported.

Manufacturer narrative:
Checked other for compression fracture reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was getting an MRI for a compression fracture of the t-spine and pain; the hcp stated that the compression fracture and pain were related to this but it was unknown if it was also related to the implant/therapy. No device issues were reported. No further complications were reported/anticipated.